Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in suction cylinder, channel tube, air water cylinder and air water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.